Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that the material has significantly reduced the quality and it started to tear. They claim that the needle is fine but the thread of the suture breaks when they have done the knot and the incident lead to a surgery prolongation. There was no patient injury. The type of operation was corneal grafting, trabeculectomy, basal iridectomy and the tissue sutured was corneal, sclera. The suture technique employed was continuous, circular and interrupted. 16 knots made in interrupted, and 1 knot in continuous, circular suture technique. According to the information received, the client has been using this suture in the department for 15 years and the quality of the suture has significantly decreased in the last 6 months. The client used the standard surgical suturing and knotting techniques and the surgeons have experience with the respective surgical procedure.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed (B)(4) units of this code-batch. There are no units in our stock. We have received four closed samples for analysis. We have tested the knot pull tensile strength of the samples received and the results fulfill the requirement of the european pharmacopoeia (ep): 0.035 kgf in average and 0.029 kgf in minimum (ep requirement: 0.010 kgf in average). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: when working with dafilon suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. According to the results of the test realized to the closed samples received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.